Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated during use testing. The battery voltage was measured and the root cause was isolated to low battery voltage.

Event description:
The customer stated that the ventilator's touchscreen is blank on start up. The vent does not boot up at all. There was no patient involvement.